Event description:
It was reported that the image on the 9800 sys went dark with white spots in the image. It was also noted that an error code of low kv was displayed.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that the connector to the camera (p8) had backed off its connector. Connector was reconnected and tightened. The sys was tested and found to be working as intended and placed back into service.